Event description:
It was reported that there was an unknown problem with this device. Additional information received indicated that the patient experienced a ventricular tachycardia storm. Two bursts of anti-tachycardia pacing were delivered by the implantable cardioverter defibrillator and the vt did not resolve. The third atp burst accelerated the rhythm into the ventricular fibrillation zone. The ICD then delivered the eight programmed 41 joule shocks. All of the shocks briefly returned the patient to a sinus rhythm before vt again resumed. The therapy was exhausted. It was believed that the patient was externally cardioverted as they were hospitalized at the time. The ICD remains in service and no additional adverse patient effects were reported.